Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported microsensor showed random pressure. When the sensor was placed for calibration, it showed random pressures between +200 and -50 mmhg, not allowing the calibration process. It was tested with three other monitors and the fault persisted. The sensor was replaced by another one and it worked correctly in the initial monitor. No patient injury reported and almost 2 hours delay was reported.

Manufacturer narrative:
The microsensor was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for this issue reported by the customer could be due to incorrect set-up of device.